Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date the incident occurred is reported as (B)(6) 2019 but it is unknown which sensor did the customer wear during the time of medical event. The date entered in is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a (B)(6) user report which contained the following information: customer experienced an adverse skin reaction within a day of applying an adc freestyle libre sensor. On (B)(6) 2019, customer experienced symptoms described as "irritation, itching, redness and swelling" at the sensor site with "blisters, warmth and pain" noticed upon removal of the sensor. Customer had contact with the healthcare professional who prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and libre sensors and there were no confirmed complaints within the trend data in this review. Therefore, there were no adverse trends that indicate any potential product related issues.. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Abbott diabetes care received a mhra user report which contained the following information: customer experienced an adverse skin reaction within a day of applying an adc freestyle libre sensor. On (B)(6) 2019 customer experienced symptoms described as "irritation, itching, redness and swelling" at the sensor site with "blisters, warmth and pain" noticed upon removal of the sensor. Customer had contact with the healthcare professional who prescribed unspecified antibiotics for treatment. There was no report of death or permanent injury associated with this event.